Event description:
Additional information was provided, indicating that the issue was discovered, during preventative maintenance. And there was no patient involvement.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a scratched keypad, cracked battery door and right plunger case. Event log history was performed and indicated that travel course error - check clutch/plunger lever was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that normal wear of the lead screw, clutch halves and clutch spring was the cause of the reported issue. Service replaced lead screw, both clutch halves and clutch spring to correct the reported issue. Service also performed occlusion test, preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited travel coarse error. No adverse effects were reported.